Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. The typical cause for this type of event would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was originally reported that an incident occurred with a broken ar-13991n. Follow-up investigation: a rotator cuff procedure took place on (B)(6) 2015. When surgeon was passing the fiberwire with the needle 2-3 mm of the needle tip broke off. The needle tip was not able to be located in the patient. Unable to confirm if the tip remained in the patient or not. Remaining portion of the scorpion device is not available for return, discarded by facility. Surgeon completed the surgery with another needle. Patient is scheduled to have an x-ray taken on (B)(6) 2016.